Manufacturer narrative:
Reporters facility name and complete mailing address was not provided. Reporters phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was getting heated up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred in 2018. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Corrected data: the date the device was returned to the manufacturer was reported as 12/27/19 in the initial report and has been updated to 12/24/19. The actual device was returned for evaluation. The device was evaluated and the reported condition that the device was heating up was confirmed. During repair, it was determined that the device temperature was above specification, had damaged locking components, excessive noise, rotations per minute were below specification and damaged bearings. It was further determined that the device failed pre-test for handpiece temperature assessment, noise, rotational speed, safety and cutter lock. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.